Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the right ventricular (rv) lead was visually inspected and damage was observed. The pacing system analyzer was connected to the rv lead and elevated pacing impedance and capture threshold were detected. The rv lead was capped and replaced with no adverse consequences to the patient.